Event description:
It was reported when the device was used during a hemicolectomy procedure, it opened prematurely before the firing handle was fully closed. The case was completed using another device. There was no patient consequence.